Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left side essure coil appeared to have expelled into the left lateral endometrium/transvaginal ultrasound showed that the essure in left fallopian tube had migrated into her uterus"), device expulsion ("left side essure coil appeared to have expelled into the left lateral endometrium/transvaginal ultrasound showed that the essure in left fallopian tube had migrated into her uterus"), behcet's syndrome ("behcet's disease"), meniere's disease ("meniere's disease") and endometriosis ("right uterosacral ligament with deep endometriosis") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower ("severe lower abdominal pain/right sided"), pelvic pain ("severe pelvic pain/right sided"), back pain ("severe back pain"), dysmenorrhoea ("severe abnormal pain during menstruation"), menorrhagia ("abnormal, heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), dizziness ("dizziness"), dyspnoea ("shortness of breath") and confusional state ("confusion"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced behcet's syndrome (seriousness criterion medically significant), meniere's disease (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), weight increased ("weight gain"), uterine pain ("right sided, uterine pain") and abdominal pain ("right sided, abdominal pain"). The patient was treated with surgery (laparoscopy with hysteroscopy left essure was removed, left partial salpingectomy done, dilation and curettage of the uterus also done. Endometriosis was removed and biopsed). Left essure was removed. At the time of the report, the embedded device, device expulsion, meniere's disease, behcet's syndrome, endometriosis, dysmenorrhoea, menorrhagia, fatigue, dizziness, dyspnoea and confusional state outcome was unknown and the abdominal pain lower, pelvic pain, back pain, dyspareunia, weight fluctuation, weight increased, uterine pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, behcet's syndrome, confusional state, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, embedded device, endometriosis, fatigue, meniere's disease, menorrhagia, pelvic pain, uterine pain, weight fluctuation and weight increased to be related to essure. The reporter commented: in (B)(6) 2016, physician has recommended that plaintiff to undergo a bilateral salpingectomy to remove the remaining micro-insert. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes were fully occluded (B)(6) 2015, transvaginal ultrasound was performed which showed that the essure micro-insert that had been implanted in plaintiff's left fallopian tube had migrated into her uterus. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left side essure coil appeared to have expelled into the left lateral endometrium/transvaginal ultrasound showed that the essure in left fallopian tube had migrated into her uterus"), device expulsion ("left side essure coil appeared to have expelled into the left lateral endometrium/transvaginal ultrasound showed that the essure in left fallopian tube had migrated into her uterus"), fallopian tube perforation ("perforation fallopian tube"), behcet's syndrome ("behcet's disease"), meniere's disease ("meniere's disease") and endometriosis ("right uterosacral ligament with deep endometriosis") in a 34-year-old female patient who had essure (batch no. 629134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shaky feelings, anemia and nephrolithiasis. Concurrent conditions included kidney stones since (B)(6) 2015, penicillin allergy (about 26 years, allergy injection used, from 2008 to 2013.), dizziness, confusion, dysfunctional uterine bleeding, pain of skin, lower abdominal tenderness, giddiness, malaise and drug allergy. Concomitant products included cilest (ortho tri-cyclen) since 1996 for contraception as well as flintstones plus calcium, hydromorphone since (B)(6) 2015, ibuprofen (midol ib), ibuprofen (motrin) since (B)(6) 2015, montelukast (singulair), multivitamin, ondansetron hydrochloride since (B)(6) 2015, oxycodone since (B)(6) 2015, promethazine since (B)(6) 2015 and trimethobenzamide since (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 6 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/right sided /pain"), dysmenorrhoea ("severe abnormal pain during menstruation /dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)") and fatigue ("chronic fatigue"). In january 2011, the patient experienced abdominal pain lower ("severe lower abdominal pain/right sided"), back pain ("severe back pain"), dizziness ("dizziness"), dyspnoea ("shortness of breath") and confusional state ("confusion"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), menorrhagia ("abnormal, heavy menstrual bleeding /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2015, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced behcet's syndrome (seriousness criterion medically significant), meniere's disease (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), weight increased ("weight gain"), uterine pain ("right sided, uterine pain") and abdominal pain ("right sided, abdominal pain"). The patient was treated with ibuprofen, surgery (B)(6) 2015, laparoscopy with hysteroscopy left essure, left partial salpingectomy done), surgery (dilation and curettage of the uterus) and surgery (endometriosis was removed and biopsed). At the time of the report, the embedded device, device expulsion, fallopian tube perforation, behcet's syndrome, meniere's disease, endometriosis, dysmenorrhoea, menorrhagia, fatigue, dizziness, dyspnoea, confusional state and vaginal haemorrhage outcome was unknown and the abdominal pain lower, pelvic pain, back pain, dyspareunia, weight fluctuation, weight increased, uterine pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, behcet's syndrome, confusional state, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, embedded device, endometriosis, fallopian tube perforation, fatigue, meniere's disease, menorrhagia, pelvic pain, uterine pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: in september-2016, physician has recommended that plaintiff to undergo a bilateral salpingectomy to remove the remaining micro-insert. After one coil was removed, pain decreased but am still experiencing pain and discomfort while other coil remains.) Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes were fully occluded ultrasound scan vagina - on (B)(6) 2015: left essure micro-insert had migrated to uterus (B)(6) 2015, transvaginal ultrasound was performed which showed that the essure micro-insert that had been implanted in plaintiff's left fallopian tube had migrated into her uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming behcet's syndrome most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter was added. Patient details, concomitant disease, concomitant drugs and treatment drug were added. Abnormal bleeding (vaginal) and perforation (fallopian tube(s)) were added as events. Essure lot number added. On (B)(6) 2018: mr received: reporters and concomitant disease added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left side essure coil appeared to have expelled into the left lateral endometrium/transvaginal ultrasound showed that the essure in left fallopian tube had migrated into her uterus"), device expulsion ("left side essure coil appeared to have expelled into the left lateral endometrium/transvaginal ultrasound showed that the essure in left fallopian tube had migrated into her uterus"), fallopian tube perforation ("perforation fallopian tube"), behcet's syndrome ("behcet's disease"), meniere's disease ("meniere's disease") and endometriosis ("right uterosacral ligament with deep endometriosis") in a 34-year-old female patient who had essure (batch no. 629134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shaky feelings, anemia and nephrolithiasis. Concurrent conditions included kidney stones since (B)(6) 2015, penicillin allergy (about 26 years, allergy injection used, from 2008 to 2013.), dizziness, confusion, dysfunctional uterine bleeding, pain of skin, uterine tenderness, giddiness, malaise and allergic reaction to analgesics. Concomitant products included cilest (ortho tri-cyclen) since 1996 for contraception as well as flintstones plus calcium, hydromorphone since (B)(6) 2015, ibuprofen (midol ib), ibuprofen (motrin) since (B)(6) 2015, montelukast (singulair), multivitamin, ondansetron hydrochloride since (B)(6) 2015, oxycodone since (B)(6) 2015, promethazine since (B)(6) 2015 and trimethobenzamide since (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 6 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/right sided /pain"), dysmenorrhoea ("severe abnormal pain during menstruation /dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)") and fatigue ("chronic fatigue"). In (B)(6) 2011, the patient experienced abdominal pain lower ("severe lower abdominal pain/right sided"), back pain ("severe back pain"), dizziness ("dizziness"), dyspnoea ("shortness of breath") and confusional state ("confusion"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), menorrhagia ("abnormal, heavy menstrual bleeding /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2015, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced behcet's syndrome (seriousness criterion medically significant), meniere's disease (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), weight increased ("weight gain"), uterine pain ("right sided, uterine pain"), abdominal pain ("right sided, abdominal pain") and pain ("general pain"). The patient was treated with ibuprofen, surgery (B)(6) 2015, laparoscopy with hysteroscopy left essure, left partial salpingectomy done), surgery (dilation and curettage of the uterus) and surgery (endometriosis was removed and biopsed). Essure was removed. At the time of the report, the embedded device, device expulsion, fallopian tube perforation, behcet's syndrome, meniere's disease, endometriosis, dysmenorrhoea, fatigue, dizziness, dyspnoea and confusional state outcome was unknown, the abdominal pain lower, pelvic pain, back pain, dyspareunia, weight fluctuation, weight increased, uterine pain and abdominal pain had not resolved and the menorrhagia, vaginal hemorrhage and pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, behcet's syndrome, confusional state, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, embedded device, endometriosis, fallopian tube perforation, fatigue, meniere's disease, menorrhagia, pain, pelvic pain, uterine pain, vaginal hemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: in (B)(6) 2016, physician has recommended that plaintiff to undergo a bilateral salpingectomy to remove the remaining micro-insert. After one coil was removed, pain decreased but am still experiencing pain and discomfort while other coil remains.) Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes were fully occluded ultrasound scan vagina - on (B)(6) 2015: left essure micro-insert had migrated to uterus (B)(6) 2015, transvaginal ultrasound was performed which showed that the essure micro-insert that had been implanted in plaintiff's left fallopian tube had migrated into her uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming behcet's syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("left side essure coil appeared to have expelled into the left lateral endometrium/transvaginal ultrasound showed that the essure in left fallopian tube had migrated into her uterus"), device expulsion ("left side essure coil appeared to have expelled into the left lateral endometrium/transvaginal ultrasound showed that the essure in left fallopian tube had migrated into her uterus"), fallopian tube perforation ("perforation fallopian tube"), behcet's syndrome ("behcet's disease"), meniere's disease ("meniere's disease") and endometriosis ("right uterosacral ligament with deep endometriosis") in a 34-year-old female patient who had essure (batch no. 629134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shaky feelings, anemia and nephrolithiasis. Concurrent conditions included kidney stones since (B)(6) 2015, penicillin allergy (about 26 years, allergy injection used, from 2008 to 2013.), dizziness, confusion, dysfunctional uterine bleeding, pain of skin, uterine tenderness, giddiness, malaise and allergic reaction to analgesics. Concomitant products included cilest (ortho tri-cyclen) since 1996 for contraception as well as flintstones plus calcium, hydromorphone since (B)(6) 2015, ibuprofen (midol ib), ibuprofen (motrin) since (B)(6) 2015, montelukast (singulair), multivitamin, ondansetron hydrochloride since (B)(6) 2015, oxycodone since (B)(6) 2015, promethazine since (B)(6) 2015 and trimethobenzamide since (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 6 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/right sided /pain"), dysmenorrhoea ("severe abnormal pain during menstruation /dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)") and fatigue ("chronic fatigue"). In (B)(6) 2011, the patient experienced abdominal pain lower ("severe lower abdominal pain/right sided"), back pain ("severe back pain"), dizziness ("dizziness"), dyspnoea ("shortness of breath") and confusional state ("confusion"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), menorrhagia ("abnormal, heavy menstrual bleeding /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2015, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced behcet's syndrome (seriousness criterion medically significant), meniere's disease (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), weight increased ("weight gain"), uterine pain ("right sided, uterine pain"), abdominal pain ("right sided, abdominal pain") and pain ("general pain"). The patient was treated with ibuprofen, surgery ((B)(6) 2015, laparoscopy with hysteroscopy left essure, left partial salpingectomy done), surgery (dilation and curettage of the uterus) and surgery (endometriosis was removed and biopsed). At the time of the report, the embedded device, device expulsion, fallopian tube perforation, behcet's syndrome, meniere's disease, endometriosis, dysmenorrhoea, fatigue, dizziness, dyspnoea and confusional state outcome was unknown, the abdominal pain lower, pelvic pain, back pain, dyspareunia, weight fluctuation, weight increased, uterine pain and abdominal pain had not resolved and the menorrhagia, vaginal haemorrhage and pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, behcet's syndrome, confusional state, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, embedded device, endometriosis, fallopian tube perforation, fatigue, meniere's disease, menorrhagia, pain, pelvic pain, uterine pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: in (B)(6) 2016, physician has recommended that plaintiff to undergo a bilateral salpingectomy to remove the remaining micro-insert. After one coil was removed, pain decreased but am still experiencing pain and discomfort while other coil remains.) Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes were fully occluded ultrasound scan vagina - on (B)(6) 2015: left essure micro-insert had migrated to uterus (B)(6) 2015, transvaginal ultrasound was performed which showed that the essure micro-insert that had been implanted in plaintiff's left fallopian tube had migrated into her uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming behcet's syndrome most recent follow-up information incorporated above includes: on 18-jul-2018: new pfs received- new event general pain was added. Outcome of event general pain and abnormal bleeding from unknown to recovering/resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.